Manufacturer narrative:
This report is being supplemented to correct information, that was provided in the initial medwatch report. To provide information, that was inadvertently left out of the initial medwatch report and to provide additional information, based on the legal manufacturer's final investigation. Correction to information provided in h10 of the initial medwatch report: additional information obtained, identifies there was no time lag between the end of clinical use and the start of precleaning. The customer aspirated the water through the instrument/suction channel. The customer brushed the instrument channel, instrument channel port and suction cylinder. During device evaluation, it was confirmed, that the bending angle in up direction was out of specification, due to wear of the angulation wire. In addition, service found there was play in the up/down knob, due to wear of the angulation wire. The adhesive on the bending section cover was chipped, the adhesive on the bending section cover was clouded, the paint on the suction cylinder was peeled, the adhesive around the objective lens was clouded, the adhesive around the light guide lens was peeled, the connecting tube was buckled, the connecting tube was dented. And the image was rough, due to damaged charged coupled device. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material from the suction channel could not be identified. Hence, a definitive root cause of foreign matter remaining in the device could not be determined. The suggested event is detectable/preventable, by handling the scope in accordance with the following sections of the instructions for use (IFU): the instruction manual operation manual ¿gif-1200n, chapter 3 preparation and inspection¿, describes the methods for detection. The instruction manual reprocessing manual ¿gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿, describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a reduced angulation issue. The device was returned for evaluation. During the device evaluation, foreign matter was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.